Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 6f exoseal vascular closure device (vcd) remained at the tip (half inside delivery shaft, half exposed) after removal. Switched to manual compression for hemostasis, which was successfully completed. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. Used as usual and deployed when indicator window showed black-black. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after pressing the deployment button; at that time, the tip was already outside the body. The indicator wire was no longer visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including a 6f non-cordis vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be 5 mm or greater. There were no visible signs of calcium or plaque, no vessel tortuosity, and no stent near the puncture site. The vessel did not exhibit stenosis greater than 50%, and the target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site prior to exoseal vcd use. The procedure was an endovascular therapy (evt) of a below the knee treatment via ipsilateral antegrade approach using 6f non-cordis sheath. Then switched to 6f non-cordis short sheath and used the product. The patient's body mass index was not greater than 40. The physician had obtained certification for using the exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, it was reported that an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) remained at the tip (half inside delivery shaft, half exposed) after removal. Switched to manual compression for hemostasis, which was successfully completed. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or packaging damage prior to use. Used as usual and deployed when indicator window showed black-black. The exoseal vcd and 6f non-cordis vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after pressing the deployment button; at that time, the tip was already outside the body. The indicator wire was no longer visible when the device was removed. The femoral artery¿s suitability was verified on angiography, including a 6f non-cordis vascular sheath introducer insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be 5 mm or greater. There were no visible signs of calcium or plaque, no vessel tortuosity, and no stent near the puncture site. The vessel did not exhibit stenosis greater than 50%, and the target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site prior to exoseal vcd use. The procedure was an endovascular therapy (evt) of a below the knee treatment via ipsilateral antegrade approach using 6f non-cordis sheath. Then switched to 6f non-cordis short sheath and used the product. The patient's body mass index was not greater than 40. The physician had obtained certification for using the exoseal vcd. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.